Event description:
The customer contacted nephron pharmaceuticals corporation via telephone regarding a product complaint on (B)(6) 2013. He reported that a silver piece fell into his mouth while using the ez breathe atomizer. The customer was contacted and confirmed that he did not require any medical interventions. The serial number was not identified since the customer returned the device to the store, and no employees had access to the investigated product.